Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient this implantable pacemaker device experienced atrial fibrillation (af) and went to the hospital and suspected device was not working. Boston scientific technical services (ts) referred patient to see the physician for device check. The device remains in service. No adverse patient effects were reported.